Manufacturer narrative:
The insulin pump was received with battery cap. Unit was programmed and monitored for three days and no alarms noted. Unit passed prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had missing segments and unable to determine root cause of missing segments. Unit has scratched display window and cracked battery tube threads.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 34 mg/dl. Customer stated that she was connected during the rewind/prime process prior to hospitalization. Nothing further was reported.